Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of y-type blood/solution set disconnected from a platelet bag, which resulted in a leak. Post priming the line with platelets, the customer went to look at the bag again, and when the bag was touched the spiked line fell out of platelet bag. This issue was identified during patient use. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.